Event description:
It was reported that the pump started alarming. Telemetry confirmed a critical alarm was occurring. Safe state had occurred. It was noted that there may also have been a reset that occurred. It was later reported that the pump logs showed that on (B)(6) 2013 at 1721 ¿safe state/low battery reset occurred.¿ there was no therapy or medical problem. It was noted that the pump had been used to deliver morphine, dilaudid and prialt; the patient ended up being allergic to everything; she had high doses and low doses. The pump was currently delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).